Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The issue occurred while the patient was mowing grass. The patient was advised to use a cartridge from a different lot and call animas if the issue continued with a different lot of cartridges. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.